Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 had a black hair in the sealed unopened plastic package. A replacement device was used to complete the procedure. No patient involvement.

Manufacturer narrative:
Corrections: device codes changed from "environmental particulates" to "contamination/decontamination problem" internal complaint number: (B)(4). Specific actions for the analyzed failure "material twisted/bent; wire" is being maintained and documented under maquet's failure investigation report (fir) system. The DHR for the reported failure "contamination/decontamination problem" was reviewed. The vendors certify that all the device lots manufactured conforms to all the applicable product specifications. There were no non-conformities observed. The device was returned in both the sterile packaging and plastic container on 05/29/2019 and investigated on 10/23/2019. Signs of clinical use were observed with no evidence of blood. The device was returned in both the sterile packaging and plastic container. The packaging was opened and while there was no loose plastic observed, and hair was not noticed on the interior of the plastic container. The heater wire was slightly flexed away from the base and center of the hot jaw, yet remained attached at the tip and base of the hot jaw. The silicone insulation was observed to be intact. On microscopic inspection, thin white thread like strips were observed on the tip of the jaws, which appears to be shavings from the cannula lumen tunnel, there were no traces of hair on the harvesting tool jaws. No other visual defects were observed. Based on the condition of the device and the evaluation results, the reported failure "contamination / decontamination problem" was not confirmed but the analyzed failures ¿material twisted/bent; wire¿, and "peeled; cannula" are confirmed.

Manufacturer narrative:
Trackwise ID #(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 had a black hair in the sealed unopened plastic package. A replacement device was used to complete the procedure. No patient involvement.